Manufacturer narrative:
(B)(4) - no known impact or consequence to patient; the product has been returned, evaluation is in progress. Methods: no testing methods performed; results: results pending completion of evaluation. This device is used for therapeutic purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date received by manufacturer: dec/24/2014. One sample of the blade (part # 1884380em, lot# 0208822619) was received. Evaluation found the inner shaft broken close to the proximal end of the hub assembly (approximately 1.2cm from end of hub). The breakage point on the broken inner shaft piece was observed and some level of circular markings were present which may be indicative of aggressive use of the device by customer causing the inner shaft to come in contact with the inner wall of the outer tube. The outer shaft on the entire sample exhibited considerable amount of bio-residue. Based on the breakage observed and previous investigations performed for similar failure, the issue may likely be attributed to excessive force applied (side loading) by the customer, possibly due to procedural / anatomical / operational factors encountered during the procedure which includes and is not limited to difficult anatomical location, hard bone/tissue structure. There was no evidence of manufacturing defects on the returned samples. There was also no obvious evidence present on the device for customer misuse / misloading. The mouth of the blade assembly was observed and was found to have no anomalies. Methods: actual device evaluated; visual inspection; labeling evaluation; microscopic inspection. Results: stress problem. Conclusion: operational context caused or contributed to event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in a sinus case the tip of the blade broke off. The surgeon was pressing hard in a sideways direction, the blade was visibly bending and flexing and then it broke off at the tip. The broken piece of the blade tip was retrieved from the patient.